Event description:
The customer reported to customer service the power supply was warm to the touch and making a buzzing noise. No other issues were noted. When the product was received in on (B)(4) 2012, the returns department noted there is an issue with the prongs.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer, she indicated that she did leave the power supply plugged in when not in use. She also stated she did not wrap the cord around the transformer box when she did store the cord. The product was received on (B)(4) 2012. Though the product has been received, it has not yet been tested / analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, a prong issue was noted which is a safety risk. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.